Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mammoplasty, there were ruptures or break off on the device. There was skin opening after use. The ruptures caused a surgical time extension of more than 30 mins and incision extended to more than 1 inch.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mammoplasty, there were ruptures or break off on the device. The ruptures caused a surgical time extension of more than 30 mins and incision extended to more than 1 inch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.